Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. The device was withdrawn and replaced by manual compression for hemostasis. There was no reported patient injury. The guidewire ring had contacted the inner wall of the vessel normally. The patient underwent a trans-arterial chemo embolization procedure for hepatocellular carcinoma. Intraoperatively, a non-cordis contrast catheter, micro-guidewire microcatheter, spring ring were used. A cordis vascular sheath introducer was used. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. The device was withdrawn and replaced by manual compression for hemostasis. There was no reported patient injury. The guidewire ring had contacted the inner wall of the vessel normally. The procedure used a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use, and the device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the suitability of the femoral artery was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When depression of the button was attempted, the button could not be pressed at all. At that time, the indicator window was showing solid black. No red color was observed in the indicator window during retraction. The patient underwent a trans-arterial chemo embolization procedure for hepatocellular carcinoma. Intraoperatively, a non-cordis contrast catheter, micro-guidewire microcatheter, spring ring were used. A cordis avanti sheath introducer was used. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. The device was withdrawn and replaced by manual compression for hemostasis. There was no reported patient injury. The guidewire ring had contacted the inner wall of the vessel normally. The procedure used a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use, and the device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the suitability of the femoral artery was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When depression of the button was attempted, the button could not be pressed at all. At that time, the indicator window was showing solid black. No red color was observed in the indicator window during retraction. The patient underwent a trans-arterial chemo embolization procedure for hepatocellular carcinoma. Intraoperatively, a non-cordis contrast catheter, micro-guidewire microcatheter, spring ring were used. A cordis avanti sheath introducer was used. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned, inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, achieving the indicator wire retraction and expected plug deployment. Additionally, the indicator window transitioned to the black/white and red position as expected. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the functional analysis achieved successful deployment of the device. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.